Event description:
It was reported that the dbs was explanted on (B)(6) 2015 by hcp due to an "infected dbs in the right chest." Caller provided historical info stating the patient went to the ER on (B)(6) 2015 an outpatient noted from (B)(6) 2015 states the patient presented a month after the dbs was replaced, "dehiscence of the wound with an infection" and b/c of the infection they decided to take the patient to the operating room on (B)(6) 2015 for explant of the dbs and the extension wires. Caller said a chest x-ray from (B)(6) 2026 confirms there is no implant in the chest. Agent redirected to hcp to confirm what is currently implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.